Event description:
Healthcare professional reported a left side "contracture grade IV." Healthcare professional also reported "cystic fibrotic condition including cysts, extensive florid adenosis, apocrine hyperplasia without atypia and fibrosis" and "excision of suspected left breast lesion with history of right breast cancer" are not device related. Device has been explanted and replaced.

Manufacturer narrative:
Initial reporter address : (B)(6). Initial reporter mobile number: (B)(6). Initial reporter phone number: (B)(6). Initial reporter additional email: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.